Manufacturer narrative:
Device received with pillowing keypad overlay and minor scratched case. Device received with no damage on retainer ring or reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage. The customer blood glucose level was 280 mg/dl. The customer was not assisted with troubleshooting. The customer stated that the lip ring was already broken. The device will be returned for analysis.